Event description:
Hyper-salivation handicap resulting from product and/on method of treatment. Hyper-salivation handicap caused as a result of dental treatment with the application of 3m espe white varnish to the teeth and gums. After application of the varnish the dentist gave me a 3m instruction page. I was not to eat or drink anything for 4-6 hours. I carefully followed the instructions. For 6 hours my mouth was completely dry. I was very thirsty. I also did not swallow because of the varnish. Since my varnish application on (B)(6) 2016 I have had an abnormal increase in saliva flow. This has caused me an embarrassing handicap in my work as a teacher and in my social life. When talking it is difficult not to spit into people's faces. I have tried using a medical mask but this is not a good solution. On (B)(6) 2017 I had an examination by an oral surgeon at (B)(6) dental school. The surgeon confirmed the stimulation of saliva overproduction by the glands. Never in my life have I ever had a hypersalivation problem before (B)(6) 2016. I am seeking a cure. I have no objections to medwatch contacting 3m for an opinion.